Event description:
The customer reported that the temperature light was on and they were unable to take pictures. Also the timer was counting up by itself, the readout display was erratic, and there was no x-ray.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered and replaced the b100 and b64 pcb. The system tests satisfactory at this time.